Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4)

Event description:
It was reported that the patient had "16 leads" in their back but the device is only firing on 10. The indication for use of the implanted device was noted as spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that in 2015 the manufacturer's representative (rep) told her only 10 of her 16 electrodes were working. The consumer had an appointment scheduled with their healthcare provider (hcp) for (B)(6) at 10:45, and wanted a rep. To be there, to which the rep. Stated "they would take care of it...

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported nothing was going to be done since their physician said removal and replacement doesn't guarantee their system would work any better due to scar tissue buildup. The implant was working with 10 electrodes. Additionally the patient had non-malignant pain and radicular pain syndrome noted as indications for use.